Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the right ventricular (rv) lead's terminal pin became stuck in the header of the pacemaker. The pacemaker was explanted as planned and the rv lead was surgically abandoned. A new pacemaker and lead were successfully implanted. No adverse patient effects were reported.